Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 589 mg/dl. Customer stated that they changed their infusion set and noticed that the blood glucose readings did not sync with the insulin pump. Troubleshooting was performed and the blood glucose readings did sync with the insulin pump. No further information reported.